Event description:
It was reported that stent damage occurred. A 16 mm x 2.75 mm promus premier¿ stent was advanced to treat the lesion; however, the device was unable to cross the lesion. The device was moved back and forth a few times, but the device was still unable to cross the lesion. Upon removal of the device, it was noted that the distal tip was lifted. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. A visual and microscopic examination found that a stent strut at the distal end of the stent was raised and misaligned. It was specified in the event description that the physician made multiple attempts to cross the lesion. This type of damage is consistent with the stent meeting resistance during the advancement of the device. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. A visual and tactile examination found no kinks or damage along its length. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 16 mm x 2.75 mm promus premier¿ stent was advanced to treat the lesion; however, the device was unable to cross the lesion. The device was moved back and forth a few times, but the device was still unable to cross the lesion. Upon removal of the device, it was noted that the distal tip was lifted. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
A visual and tactile examination found that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. (B)(4).

Event description:
It was reported that stent damage occurred. A 16 mm x 2.75 mm promus premier¿ stent was advanced to treat the lesion; however, the device was unable to cross the lesion. The device was moved back and forth a few times, but the device was still unable to cross the lesion. Upon removal of the device, it was noted that the distal tip was lifted. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).